Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that hemothorax occurred. The physician inserted the loaded acurate neotm ta transapical delivery system transapically without an introducer sheath and noticed some resistance during insertion along the amplatz super stiff guide wire. No patient complications were reported. However after the procedure the patient became unstable overnight. The patient developed a hemothorax requiring blood aspiration. The patient recovered following the intervention.